Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was renal failure and insulin deficiency. The caller stated that it looked like the customer fell; there was blood. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The customer was using sensors, however, the caller did not know whether the customer was wearing a sensor at the time of death or not. The caller agreed returning the insulin pump for analysis.